Manufacturer narrative:
Vice in this report was not returned to omsc for evaluation but was returned olympus (B)(4). (B)(4) checked the subject device and found that the foreign object came out from the air/water nozzle of the subject device, and also that the air/water nozzle was broken. (B)(4) exchanged the air/water nozzle to new one. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4) and similar past cases, there was the possibility that the reported event was attributed to the stuck of some foreign object in the air/water nozzle or the deformation of the air/water nozzle. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device at the user facility, it was found that the air/water nozzle of the subject device was clogged. The user facility replaced the subject device to a similar device to complete the intended procedure.there was no report of patient injury associated with this event.